Event description:
It was reported by the customer's mother that the insulin pump does not want to rewind. It was stated that this event had occurred multiple times. The customer was experiencing high blood glucose readings over 400 mg/dl even after the bolus procedure. The customer declined to troubleshoot. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.